Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was dimensionally inspected and photographic images were made of the product. Meets specification.

Event description:
Allegedly revised cup for possible mom. When surgeon pulled cup and neck, there were no signs of mom. Cup did not have a lot of ingrowth also the neck was easy to remove.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01650, 01651.